Manufacturer narrative:
The insulin pump was received with unresponsive buttons and alarmed button error due to corroded keypad traces. No moisture damage was found under the lcd screen, electronic assembly or motor noted. Unable to perform a21 test due to unresponsive keypad button. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was unknown at the time of the incident. The customer stated that the buttons do not respond. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.